Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. It was noted that there was an insulation abrasion in the trilumen insulation through to the rs- lumen approximately 7 millimeters from the proximal side of the suture sleeve tie down sight. The abrasion is indicative of lead-on-lead contact coupled with movement.

Event description:
Boston scientific received information that the patient with this lead had previously received inapproriate shocks for oversensed noise. The noise had been able to be reproduced with isometrics. The device was explanted and replaced after fluid was dicovered in the header. Subsequently the lead displayed noise with the new device. The patient was seen for a revision procedure where damage was noted near the suture sleeve. The lead was explanted in pieces as the helix was not able to be retracted. The lead was returned for analysis. There were no additional adverse patient effects reported.